Event description:
Boston scientific received information that this patient was lost to follow up for a long time (patient was incarcerated) but recently came to the hospital for a device change. They attempted to explant this lead with laser however, some of the lead broke off and remains in the body. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.